Manufacturer narrative:
Customer reported that a pyxis ciisafe device was scheduled to install an operating system update. The update failed to install correctly and caused a delay of 15 to 30 minutes to patient care. Customer did not disclose the nature of the procedure. The required medication was a 2 mg dilaudid tablet. Patient or user harm was not reported. This event is recorded on complaint number (B)(4). A field service technician evaluated the device and resolved by clearing windows updates cache and manually installing the update.

Event description:
Customer reported that a pyxis ciisafe device was scheduled to install an operating system update. The update failed to install correctly and caused a delay of 15 to 30 minutes to patient care. Customer did not disclose the nature of the procedure. The required medication was a 2 mg dilaudid tablet. Patient or user harm was not reported.